Event description:
It was reported the insulin pump alarmed motor error during prime after changing reservoir and infusion set. Customer blood glucose was 8.9mmol/l. The device was not dropped or bumped. Device was not exposed to an MRI or sensor was not used. Customer went on stating the device was not responding to any button presses and was unable to leave the process. No further information reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to protruded and loose drive support disk. Motor passed motor test. The insulin pump had missing end cap sticker, cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.